Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contained the crimp was still installed in the clevis. Additional observation not related to the customer reported complaint were noted. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.053¿ - 0.231" in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the small grasping retractor instrument had a frayed cable coming out. The procedure was completed with no patient harm. Evaluation of the returned device found a broken pitch cable at the distal end.